Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx uncovered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found severe kinked in the stainless steel tube handle. The outer sheath at the end of the stiffening mandrel was kinked. The blue outer sheath was perforated and the braided wires were coming out of it. A dried gunk/ residues were noticed inside of the outer sheath at the proximal end and distal section. The clear outer sheath and the inner member at the gas section were kinked. The gas ramp was found to be lifted and kinked. Misalignment between the inner shaft and the outer sheath was noted. Functional evaluation revealed it was not possible to deploy the stent using the delivery system as received; the leading handle could not slide back along the stainless steel tube. The catheter was dissected to remove the inner member and noticed the inner catheter was twisted. No other issues were noted with the stent and delivery system.. The damages noted with the returned device were consistent with the excessive force being applied to the delivery system. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a 3cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully covered by the outer sheath when removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR reportable event based on investigation results which revealed that the outer sheath was perforated and the braided wires were coming out of it.